Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, void >1 mm in non-textured valve-to shell-bond area, no valve delaminated from shell and plug strap separated were found in the device. And two curved openings. A microscopic analysis and leak test were performed which identified, two openings striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: two openings striated in the side anterior assessed, as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional additionally reported "valve delaminated from shell" and "plug strap separated."